Event description:
Event description guidant received information that the sensing leg of this transvenous defibrillation lead exhibited broken insulation near the header. This observation was made during a routine device changeout procedure. The physician elected to cap and abandon this lead, and implanted a separate defibrillation lead without reported complication. There have been no reported symptoms associated with this clinical observation.